Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient controller communication error message displaying ¿the generator is not responding¿ was reported to abbott. Multiple attempts to contact patient have been unsuccessful. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. The ipg was deemed inoperable and patient is not receiving therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.